Event description:
It was reported thrombosis occurred. In (B)(6) 2024, a left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). During a routine follow-up examination in (B)(6) 2024, a thrombus was identified on the surface of the closure device via transesophageal echocardiogram (tee). The patient was instructed to discontinue rivaroxaban, aspirin, and clopidogrel and begin apixaban. No patient complications were reported.